Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated there was moisture in the battery compartment and the pump kept rebooting. There is no indication the alleged product issue caused or contributed to an adverse event. The reporter stated the patient did not currently have an alternate method for insulin delivery; animas customer technical support advised that the patient go to a clinic or emergency department for insulin delivery. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the battery compartment was found to be cracked above and below the bumper pad. The threads of the battery cap were found to be stripped. The battery cap was unable to properly secure to the pump to maintain an electrical connection. A test battery cap was used and able to properly secure to the pump for testing. During testing, the pump successfully completed the 24 hour duration test without any power or reset issues.  Unrelated to the original complaint, the display was found to be dim and discolored. Moisture was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found.